Event description:
A compound vascular graft constructed of knitted polyester and bovine collagen was used to repair an aortoiliac aneurysm. The proximal anastomosis was carried out to the 20 x 11 bifurcated graft using a suture in a stardard continuous fashion. Upon completion of this anastomosis, surgeon tests for hemodyanamic integrity and one additional suture was necessary. It was noted that there was some bleeding from the crotch of the graft and this was successfully repaired with two sutures. This occurrence was reported to company sales representative.